Event description:
We have a 2.8fr non power argon single lumen PICC that broke on (B)(6) 2022. It was placed on (B)(6) 2022. I can provide more details to the correct person/department.¿ sent email to (B)(6) 2022 requesting additional information ¿ awaiting response, sent email to (B)(6) 2022 requesting additional information ¿ awaiting response. Update as of (B)(6) 2022 @ 1709- per (B)(6)¿the PICC was leaking, took down dressing, PICC broke, & estimated blood loss 1-2cc¿

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
We have a 2.8fr non power argon single lumen PICC that broke on 8/12/22. It was placed on 7/26/22. I can provide more details to the correct person/department.¿ sent email to lana 8/30/2022 requesting additional information ¿ awaiting response sent email to lana 9/2/2022 requesting additional information ¿ awaiting response update as of 9/2/2022 @ 1709- per lana ¿the PICC was leaking, took down dressing, PICC broke, & estimated blood loss 1-2cc¿.

Manufacturer narrative:
After three notifications, there has been no sample returned for evaluation. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, this complaint will be reopened for further evaluation at that time.